Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple stations were on critical override. A technical support specialist dialed into the server and ran a downtime query, confirming that all parameters were current with the server time. Upon checking the health status viewer, it was found that the critical override had been manually set two hours earlier. An outbound call was made to the customer to share the current findings. The customer verified that everything was functioning properly. No further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower multiple stations were on critical override. The customer reported that they had to access the medications from the main pharmacy, resulting in a delay. There were no adverse events or injuries reported based on this event.